Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were corrected: h6 (component codes). The following sections were updated: b4, b5, g3, g6, h2, h6, h11. Review of the reported event by a health care professional found: heterotopic ossification (ho) is the abnormal and rapid growth of bone that forms within soft tissue as the result of heredity, trauma, surgical history, or diseases of a joint. The rapid and irregular growth of bone often causes a sharp or jutted structure to form, which can result in pain and irritation to the surrounding tissues, or the patient can remain asymptomatic. Radiation or nonsteroidal anti-inflammatory medications are often provided to prevent ho formation. The only treatment, if necessary, is surgical excision or shaving/smoothing out the excess bone. As timeframes of onset differ due to individual contributing factors, a specific timeframe of expected occurrence cannot be established. Part and lot/serial identification are necessary for review of device history records and a complaint history review, neither were provided. Product will not be evaluated as it has been determined the event is not related to the device. The root cause of the reported event was determined to be unrelated to the device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). B3: event date is the publication date of the article. D4: the primary unique device identification (UDI) number is not applicable as the device's product number is unknown. G2: foreign - event occurred in turkey. Journal article citation: author, kutalmis albayrak, yakup alpay, ozgur ismail turk, muhammed mert, deniz akbulut and akif albayrak. Long-term clinical comparison of three different femoral stems in total hip arthroplasty with femoral shortening in patients with high-riding hips. J orthop surg res 20, 479 (2025) https://doi.org/10.1186/s13018-025-05889-8. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
A journal article was obtained on 05-mar-2026 that reported a retrospective study from finland. The purpose of the study was to determine whether different femoral stem designs lead to meaningful differences in clinical function, radiological healing, and long-term implant survival in patients undergoing total hip arthroplasty with transverse femoral shortening osteotomy for high-riding developmental hip dysplasia. The study reviewed 107 patients who underwent total hip arthroplasty with transverse femoral shortening osteotomy for high-riding developmental hip dysplasia between 2004 and 2014. The patients were divided into three groups according to the femoral stem type. There were 39 patients with proximal porous-coated tapered femoral stem in group 1 (summit tapered (depuy, warsaw, in), 31 patients with zweymuller type rectangular femoral stem in group 2 (sl-plus (smith & nephew, memphis, tn), and group 3 with 37 patients using cylindrical type femoral stem wagner cone prosthesis (zimmer warsaw, in). The study population of group 3 receiving wagner cone prosthesis age at time of surgery 44.2 ± 11.8 years (number of 3 males/ 34 females). Mean follow-up period was 172.8 months (range, 131 to 232 months). The article reported 5 patients within group 3 wagner cone prosthesis experienced heterotopic ossification. Attempts have been made, and no further information has been provided.